Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(4).according to the information received, during a procedure the balloon was tested with water for inflation by inflating it using a syringe. When trying to deflate the balloon by withdrawing the water, the balloon would not deflate. Several attempts were made but it was impossible to withdraw the water. The incident happened during the test, before use on a patient.